Event description:
The customer stated the rubella calibration failed with error code 1111: m-cal 1 check too high, rubella g, on the axysm analyzer. The abbott customer technical advocate asked the customer to check the probe, perform a photo check, check dispense volumes and decontaminate the mup. After performing the recommended maintenance, the calibration still failed. No impact to pt management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.